Event description:
It was reported that the pt was experiencing loss of therapeutic effect and stimulation in the wrong location. She underwent surgical revision due to lead migration and now, her stimulation and therapy are good. Further info is being requested from the hcp.